Manufacturer narrative:
Investigation results: to date there is no device available for investigation. Therefore, no investigation possible. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and without the product for investigation, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. For further investigations we neeed the product for examination. Based on the investigations and results of the 8d report a CAPA is not necessary.

Event description:
It was reported that there was an issue with product bicontact. During total hip arthroplasty, when the surgeon did the rasping till the 14th rasp and the 14th stem was inserted, there was crack at proximal part. The surgeon used nesplon in order to tie it up and fixate. Additional information received that at the end of the primary surgery , there was not sinking of the stem, but the following day (B)(6)the patient had a fracture (bone fracture) in the femur.the fracture extended down to the level of the distal end of the stem. Revision surgery was on necessary on (B)(6) 2020. The fracture was repaired and was reinforced with plate ,screw and wire cable. The stem was replaced with a brand new one (not aesculap product). The adverse event / malfunction is filed under aag reference (B)(4).